Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had no image during angulation. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image was not displayed due to damage on the charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a damage charge-coupled device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.